Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin during prime. The insulin pump will be return for analysis. Customer¿s blood glucose was 100 mg/dl at the time of incident. The customer also report the random no delivery alarm and rejects new battery. The insulin pump will not be returned for analysis.